Event description:
Cutomer stated "Bought this for my wife's trigger middle finger issue and it helped for a couple of days. Third or fourth day of use she experienced itching, bumps and redness on the middle finger spreading to each side of each other fingers. Now her whole hand has swollen and apparently spreading. To say the least, took her to ER where the ER Dr said its a possible reaction to the sleeve or gel and asked to see ingredients list; to no avail none to show. She will be seeing her primary Dr and possibly referred to a dermatologist."